Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high amplitude noise resulting in inappropriate ventricular fibrillation detection and the patient received antitachycardia pacing atp therapy. No intervention was performed at this time. The patient was in stable condition.